Event description:
It was reported that in (B)(6) 2024 (exact date unknown) a minerva endometrial ablation procedure was performed in a patient suffering from aub and bacterial vaginosis. Following an uneventful ablation procedure, the patient developed endometritis and underwent a hysterectomy.

Manufacturer narrative:
Multiple attempts were made (via email and phone) to collect additional information on the reported case have been made. All remained unanswered. No additional information is available. The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. Based on the reported information the device was used off-label. Minerva ablation system is contraindicated for use in a patient with an active genital or urinary tract infection. The operator's manual specifically states: · section 5.0 contraindications - the minerva endometrial ablation system is contraindicated for use in a patient with active genital or urinary tract infection at the time of the procedure (e.g., cervicitis, vaginitis, endometritis, salpingitis or cystitis). · section 8.1.3 methods / exclusion criteria - active infection of the genitals, vagina, cervix, uterus or urinary tract at the time of the procedure.